Event description:
I had a tmj fossa implanted (B)(6) 2004 on my left-side. Three of the four screws backed out and became unstable so in (B)(6) 2008, I underwent another surgery to have the screws tightened. (B)(6) 2008, the screws loosened again so the surgeon removed the implant device. I also had a tmj fossa device implanted on right-side in (B)(6) 2005 and still have this implant today, however, I am currently dealing with a lot of health issues: my bite is off, I have neck and shoulder pain, I¿m unable to move my jaw to right-side, I have cheekbone pain, I¿m suffering from hearing issues, my jaw joint pops and locks, I¿m experiencing vision problems, and get outer ear infections.